Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported, through regulatory agency, "pain in the breast area", "signs of rupture of the prosthetic shell in its lower-inner quadrant" and "was slightly collapsed, with evidence of a periprosthetic fluid layer" of a non-abbvie device. This record is for the left side. Device was explanted. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported MRI revealed "pain in the breast area", "signs of rupture of the prosthetic shell in its lower-inner quadrant" and "was slightly collapsed, with evidence of a periprosthetic fluid layer". This record is for the left side. Device was explanted and replaced.